Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a fill estimate discrepancy showing 0 units and an empty cartridge alarm, although approximately 25 units remained. Blood glucose levels were not adversely impacted, remaining within normal range and not exceeding 500 mg/dl or dropping below 54 mg/dl. Customer resolved the issue by loading a new cartridge and was advised by cts to call back if the problem recurs for further troubleshooting.